Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to secure to electrode belt) was confirmed. Upon investigation the monitor was unable to securely latch to and communicate with an electrode belt. The monitor's electrode belt connector was damaged. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was unable to securely connect to an electrode belt.